Event description:
It was reported that while using the surgical fiber during a prostate procedure, a stone was hit at 8,032 joules fo use, resulting in fiber failure (damage at the fiber tip). The case was completed using a second fiber. There was no injury reported.

Manufacturer narrative:
Fiber analysis: the fiber's glass cap was found to be fractured and partially broken off; the fiber cap also exhibited char and devitrification. There was no indication or report of any part of the device remaining inside the patient. The fiber condition could result in a forward firing condition of the side-firing surgical fiber. The root cause of the device failure was determined to be heat accumulation, likely due to tissue contact and anatomical/procedural factors encountered during the procedure.